Manufacturer narrative:
This is default text configured for block h10.

Event description:
Needle didn't come out "[device failure]"; no adverse event. Case narrative: this initial spontaneous report concerns of events device failure and no adverse event in a 5-year-old male (race was not reported) from the united states. The patient's age at the time of experience was 5 years. On (B)(6) 2026, amneal pharmaceuticals received information from the patient's family member via a voicemail concerning above mentioned adverse events experienced by the patient while epinephrine injection (auto-injector). Additional significant (#1) information was received on (B)(6) 2026, via telephonic call by patient's family member. New information included: product details (therapy start dates), allergy, patient demographics (age, birth date and weight) and event onset date were added. Narrative updated. Additional non-significant (#2) information was received on (B)(6) 2026, via telephonic call by patient. New information included: the pic of the defective injection was received and dose description was updated. On an unknown date, the patient was being treated with epinephrine injection (auto-injector) (dose, frequency and therapy dates not reported) for an unknown indication. On (B)(6) 2026, the patient took epinephrine injection (auto-injector) 0.15 mg, push the led tip hard in thigh for 10 seconds (ndc: 0115-1695-49, lot no: g260302z, exp: 31-aug-2027, serial number: (B)(6)) (frequency not reported) for allergic reaction. Historical condition included anaphylactic reaction on (B)(6) 2026. Concurrent conditions, concomitant medication, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. On (B)(6) 2026 the patient received a sealed medication box from the pharmacy and on the same day, the patient experienced an allergic reaction, and while injecting the medication the patient¿s father observed that the needle did not come out of the pen and confirmed that the second epinephrine injection from the same box was used, which worked as expected, and the patient received the full dose and recovered from the allergic reaction on (B)(6) 2026. It was reported that patient¿s family member contacted the patient¿s physician on (B)(6) 2026 as the appointment was delayed on (B)(6) 2026, and the physician advised performing an allergy test on (B)(6) 2026 and also confirmed that the patient was not hospitalized for this reaction. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide causality of device failure and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.